Event description:
Update: it was reported that all nails/screws have been disposed of so unfortunately there are no implants available to send for analysis. Index surgery date - (B)(6) 2020, implant - synthes long tfna, prox screw length - 95, nail angle - 130, nail diameter - 11, nail length - 360. Concomitant device reported: unknown tfna helical blade (part# unknown; lot# unknown; quantity: 1), unknown locking screws (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. It's not visible which picture belongs to this complaint, but complaint is confirmed as we are able to confirm complaint description, as there 6 broken nails visible, all nails are broken at the citrus form where tfna blade/tfna screw goes through, based on the received pictures. Furthermore, no damage visible at the tfna blades/tfna screw, cable and other screw. Furthermore, for a further examination it is necessary for us to receive the implant back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, there were six broken tfnas at (B)(6) hospital, but it was unknown to confirm which xr is correlates to which complaint. There were 5 (five) other complaints for the rest of the broken tfna nails. It was unknown if there any surgery and patient are involved. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) unk - nails: tfna. This report is 1 of 1 (B)(4).